Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was selected to dilate the lesion. However, on the first inflation, the distal tip of the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.